Event description:
According to the available information the device was explanted and replaced with a malleable due to infection.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components or reviewing pictures of the components may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations of such as the reason for surgical intervention. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. Nc-014812 was identified as associated with this lot number. The nc was associated with and excursion during routine sterilization. However, both sterilant residue testing and bi testing had passing acceptable results. Therefore, this product is considered sterile and product met specification prior to release. The conclusion is the infection originated from source(s) other than the device.